Manufacturer narrative:
(B)(4). The consumer was sent a new unit. The home blood pressure monitor was received by the importer on (B)(4) 2014 and inspected on (B)(4) 2014. The unit passed inspection testing. Even though, it passed inspection testing, the unit will be forwarded to manufacture further investigation.

Event description:
An email was received from consumer with following text: "this product is either malfunctioning or a fault product because it failed to accurately read my blood pressure. This product told me I had a normal blood pressure when in fact I had high blood pressure. This resulted in a burst in my blood vessel in between my skull and brain. Surgery had to be done. I would like to get reimbursed the amount of money I spent on this product to purchase a new one." During follow-up, the end user's daughter claimed her dad was receiving low readings. Her father's wrist size is 6.5 inches and was using the left wrist. The low readings prompted him to visit the doctor and the doctor admitted her father that day. This was (B)(6) 2014. Her father was in the hospital for 9 days. His average reading blood pressure reading is 125/80 and instead he was receiving 110/83. Her father is on novasc medication. She claimed because the readings were so low he was not taking the medication. Customer claimed this was a subdural hematoma. He was taking his readings twice a day from the couch. Her dad's hospital stay was about 10 days. Consumer was advised by customer service representative to stop using the unit and returning it for further investigation. During follow up with quality department, the end user's daughter reported her father went to the doctor because right side of his body was very weak and his arms and legs were not working properly. She claimed his doctor advised him to go to hospital. Her father was diagnosed with hypertension long time ago. She claimed her father had stopped taking medication because he was getting low or normal blood pressure. She claimed she did not know what his bp measurements were at the doctor's office and unable to get it. Consumer was advised to communicate with her father and indicate do not adjust medication based on measurements obtained using home unit. Take his medication as prescribed by physician. Only a physician is qualified to diagnose and treat high blood pressure. The monitor is not intended to be a diagnostic device.